Manufacturer narrative:
Add'l info will be submitted upon receipt of the product from the consumer. Please note that the info booklet clearly indicates that: users are not to fall asleep while using the product; and burns can occur regardless of control setting, check skin under pad frequently.

Event description:
Consumer claims that she fell asleep while using the heating pad. The next morning she saw that she had burns in the exact locations where she positions the massaging/vibrating balls.